Event description:
A nurse was wearing the shoe covers in the nursery when she reportedly turned away from a bassinette, her foot slid out from under her and she fell and injured her knee. She had an MRI and required physical therapy. She was on restricted duty for two months and is now back to work full time.

Manufacturer narrative:
The sample is expected to be returned for evaluation. It has not yet been received.